Event description:
Procedure in progress when physician noted cannulated drill bit resistance. Apparently the drill bit broke off (approximately 2mm at the distal tip) and got dislodged inside of the patient's first metatarsal. The broken piece of drill bit was visualized and confirmed on c-arm fluoroscopy. Because of where the small piece of broken drill bit was located, the physician did not foresee it causing any problems with movement or mechanics of the joint nor any problem superficially. Because it is deep down inside the bone, it would be very difficult to locate this foreign object of metallic origin. The drill bit was given to the sales representative to send to the company for an evaluation.====================== manufacturer response for screw set, 3.0 cannulated screw set======================no response received to-date.